Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had their device implanted a little over a year prior to the report. They didn't feel like it was working properly for more than a couple of days. They also didn't feel like it helped at all. They also noted that the batteries in the remote wore out all the time, stating it was a nightmare. They were ready to get it out. Additional information was received from the patient and it was reported that they were waiting for a referral from their primary care physician. The patient reported that they first started experiencing the ineffective therapy over the summer 2016. The patient reported that there were no circumstances that led to the ineffective therapy. The patient reported that it would just work for 2-3 days and then not. The patient reported that the remote went through tons of batteries. The patient reported that it wasn¿t helping overactive bladder as it did in trial. The patient reported that she turned it off in (B)(6) 2016. The patient reported that the overactive bladder symptoms seems to be a little better. The patient reported that after bariatric surgery in (B)(6) 2016, they were pretty much normal. The patient reported some leakage when sneezing, etc. But no frequency. The patient reported that they only get up once a night.